Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 14cm is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The ms pump was observed to have a hole consistent with fatigue in the cylinder kink resistant tubing (krt) near the strain relief, and the ms pump krt was worn to the filament. A leak consistent with fatigue in the cylinder krt near the strain relief was identified. The ms pump passed functional testing. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the allegation of the mechanical issue and the tubing hole/perforation was most likely determined to be the ms pump krt leak from fatigue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the pump connecting tube; therefore, the pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 14cm is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforation and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the pump connecting tube; therefore, the pump was explanted and replaced. There were no patient complications.